Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the lap top ventilator 1200 went ventilator inoperable (inop) while connected to a patient. The customer stated that the power was intermittent. When the ventilator was tapped it would power on and when it was tapped again it would power off. The customer confirmed that there was no patient harm associated with the reported event.